Event description:
It was reported that during an implant procedure the physician observed that the lead had a bent tip. A new good lead was then implanted. The patient status was reported as "no health hazard". If additional information becomes available, a follow up report will be sent. See also manufacturer report # 6000153-2012-00005.

Manufacturer narrative:
Analysis of lead model 3389s, lot # v821786 showed that the distal end was bent. The outer insulation was intact and no set crew marks were seen at the proximal end. The continuity was acceptable and no shorts were seen between circuits.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.